Event description:
It was reported that the "auto identify was not identified" with the radio frequency programmer head. The programmer head was returned for service. No patient involvement was indicated for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer head was returned and analysis found the cable to be out of specification.